Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hyperglycemic event with a blood glucose (bg) level of 587 mg/dl about an hour after a supply change using a contact detach 23" infusion set. The agent advised monitoring bg via fingerstick and hydrating while allowing time for the new supplies to take effect. The user did not have ketone strips available. Follow-up showed bg had decreased to 215 mg/dl, and the user was advised to announce meal before eating. The highest blood glucose (bg) recorded was 587 mg/dl. Bg was corrected through a supply change and hydration. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.